Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this left ventricular lead had dislodged and high thresholds were noted. This lead was abandoned surgically and replaced with a new lead. No adverse patient effects were reported following the procedure.